Event description:
It was reported that the patient presented in-clinic for follow-up. An externalized conductor was noted via fluoroscopy proximal to the rv coil. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.